Manufacturer narrative:
After installation battery, pump received with unresponsive keypad at all buttons. Unable to perform the displacement test and self-test. Pump was cut open to perform visual inspection and found moisture damage to the pcba1/pcba2. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), label damage. Unresponsive keypad buttons due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a keypad anomaly; every button except the diamond button were not responding, and the customer received low alert. The customer also asked whether the customer can get a copy of carelink records. The customer was treated with carbohydrate intake. The event involved product(s) mmt-7040a, mmt-1884, unk_reservoir, mmt-7333, mmt-242a. Troubleshooting was partially performed for low blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for the keypad anomaly and the buttons remained unresponsive after troubleshooting and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the general documentation and the customer was assisted downloading the carelink records in carelink. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unk_reservoir. No product return is required for mmt-7333. No product return is required for mmt-242a.